Manufacturer narrative:
Additional information: one sample was received for evaluation. A visual inspection noted the female connector was not flushed to the main body. The reported issue was verified. The cause of the condition was manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a gap between the blue main body and the female connector of the transfer set. This was noticed during peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.